Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration/could not confirm placement of her left device') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and pelvic pain ("pelvic pain"). The patient was treated with surgery (essure removal and salpingectomy). Essure was removed. At the time of the report, the perforation, device dislocation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage, pelvic pain and perforation to be related to essure. The reporter commented: at her last appointment , her providers could not confirm placement of her left device. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration/could not confirm placement of her left device') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and pelvic pain ("pelvic pain"). The patient was treated with surgery (essure removal and salpingectomy). Essure was removed. At the time of the report, the perforation, device dislocation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage, pelvic pain and perforation to be related to essure. The reporter commented: at her last appointment , her providers could not confirm placement of her left device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration/could not confirm placement of her left device/displaced essure coil on the right side, projecting into the endometrium') and abnormal uterine bleeding ('abnormal uterine bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), pelvic pain ("pelvic pain") and uterine polyp ("endometrial polyp"). The patient was treated with surgery (essure removal, salpingectomy and hysteroscopy fractional dilation and essure). Essure was removed. At the time of the report, the perforation, device dislocation, abnormal uterine bleeding, genital haemorrhage, pelvic pain and uterine polyp outcome was unknown. The reporter considered abnormal uterine bleeding, device dislocation, genital haemorrhage, pelvic pain, perforation and uterine polyp to be related to essure. The reporter commented: at her last appointment , her providers could not confirm placement of her left device concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-jun-2021: mr received. Patient middle name, date of birth, reporter information added. Events abnormal uterine bleeding, endometrial polyp added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.